Event description:
This case was reported by a consumer (grandmother of pt) and described the occurrence of passed out in a (B)(6) female pt who received breathe right nasal strips (breathe right kids nasal strips) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started breathe right nasal strips (topical). At an unk time after starting breathe right nasal strips, the pt experienced passed out. This case was assessed as medically serious by gsk. Treatment with breathe right nasal strips was discontinued. At the time of reporting, the event was resolved. The reporter queried if the latex in the strip could cause the event. The MFR's report number for this case is 3004486989-2011-00002. Breathe right nasal strips are manufactured in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance. (B)(4).